Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5141112. The defect was not affected by preventative maintenance, calibration, or equipment. As there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. Of note, (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that the safety shield broke off the suspect device when activating. A nurse received a needle stick injury although he/she did not have any blood exposure as a result of the incident and is reported as being "okay".